Event description:
Additional information was received a healthcare provider (hcp) stated that it was unknown if the empty pump was related to the pump or therapy. The cause of the event was unknown. Action: the pump was reprogrammed. Outcome: the issue was resolved. On (B)(6) 2024, expected less than 2 cc but actual volume was 4 cc. They previously programmed and filled 40 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug (no time - no time to ask n/a at no time - no time to ask n/a) via an implantable pump for unknown indications for use. It was reported that the patient had both motor stall recovery alert (528,529) and empty reservoir alarm today. After updating the pump, the pump continued to alarm. The healthcare provider (hcp) had to meet the patient outside and the agent walking the hcp through how to manually silence the alarm. The patient reported that the pump reservoir was showing empty, but they pulled out 4 mls. The patient had five medications in their pump when drug was asked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.